Event description:
During an in-clinic follow-up, decreased pacing impedance and oversensing resulting in automatic mode switch (ams) were detected on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.